Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up, an episode of noise was identified on the right ventricular channel which was oversensed and resulted in asystole for > 2 seconds. No adverse patient effects were reported. At this time the right ventricular lead remains implanted.